Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition camera head did not display an image. The issue was found during preparation of use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The suspect device has been returned to olympus for evaluation and the olympus service center confirmed the user's event of no image which occurred due to a faulty cable. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the image did not display due to a communication failure caused by a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.